Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient with blurred vision and irritation one month following lasik treatment. The patient was began on a topical corticosteroid drop and a sodium chloride hypertonic topical solution. The patient is leaving the country post operatively but will follow up upon return. Additional information received; the patient was seen one day later and noted improvements in symptoms. The topical corticosteroids was discontinued on a taper and the sodium hypertonic topical solution was changed to as needed. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).